Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Concomitant medical products: item name: unknown cutter, serial number: (B)(4) ; unknown cutter, serial number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Event description:
No additional in formation available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 12 october 2019 revealed that the roller gear was damaged on the device, and a pretest could not be performed due to the damaged gear. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the reported event could not be confirmed during inspection of the device as the device produced a passing mesh. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.